Event description:
After a cystectomy procedure there was a leak from the staple line 7 days post op. It was reported that the staples were present and formed. The device was used for the resection and another device for closure. An ileostomy was performed. Pt remains in the hospital. Surgeon does not hold the stapler responsible.